Event description:
It was reported by the patient that the patient underwent an experimental surgery where no metal was used. The patient stated that bmp and bone void filler were used in the surgery with other unknown products. The patient reports having symptoms similar to those mentioned in an attorney's ad, which include pain, bone growth, and paralysis. The patient reports 15 minute episodes of paralysis in the right arm. Reportedly the surgery didn't work from the start and within weeks of the surgery, there was a loud crack at the base of the skull and that smaller cracks occurred during the first 4 months. The patient reports something broke and that there is crack with experienced numbness and then cracks again and feels better. The patient also reports a rush of fluid into the cerebral cortex, and headaches.

Manufacturer narrative:
(B)(4). (Bone growth), (B)(4) the device remains implanted. No imaging studies were returned to the manufacture for review. We are unable to determine cause of the reported event.